Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir had air bubbles. Customer stated that the air bubbles were not of soda pop or champagne size. Customer stated that the plunger was not available. No harm requiring medical intervention was reported. Troubleshooting was performed however, the customer will discontinue the use of device.